Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This follow-up is reporting the evaluation of the device, this follow-up is also correcting and updating information submitted on the initial med-watch report. Evaluation: the device was returned to zoll medical (B)(4); the reported malfunction was not replicated or confirmed. A review of the device's activity log showed occurrences that are consistent with a depleted battery. However this is not an indication of a device malfunction. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device prompted a red "x" indicator. Complainant indicated that there was no patient involvement in the reported malfunction.